Event description:
It was reported that the patient had a confirmed motor stall in the event logs with no motor stall recovery noted on 2014 (B)(6) around the time when the patient had two CT scans. The patient reportedly heard a beep on the morning of 2014 (B)(6) but otherwise had not heard any alarms. The pump was interrogated on 2014 (B)(6) and the logs showed multiple motor stalls and motor stall recoveries and a stop pump period may exceed tube set message on 2014 (B)(6). The patient did not have any underdose or withdrawal symptoms as the patient was taking supplemental oral medication. The patient's pump was intended to infuse bupivacaine. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2002 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2010 (B)(6); product type accessory. (B)(4).